Event description:
It was reported that the flap of the left eye was lifted and when attempting to perform the iris registration, the excimer laser froze. The treatment was aborted. The patient was sent to a different location and had procedure completed the same day. No further information was provided. Left eye - uncorrected distance visual acuity (udva) 6/5; uncorrected near visual acuity (unva) n4.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Assy, excimer laser system is not an implantable device. Section d6b - explant date: not applicable. Assy, excimer laser system is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6) device evaluation: a field service engineer (fse) visited site and replaced the eye tracker printed circuity board (pcb). The system was monitored for two weeks with no repeated issues. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there was a product malfunction due to component failure. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.